Manufacturer narrative:
Bd received 4 photos of 1 sample from the customer facility for investigation. Based on the evaluation of the photos, bd observed a crack in the tube. Bd is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4) for complete investigation results and action plans.

Event description:
It was reported that the gate of the bd vacutainer® blood collection tube sodium fluoride with edta 2na was cracked. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction:  it was previously reported to refer to CAPA (B)(4) for complete investigation results and action plans. However, CAPA (B)(4) is not applicable to this product issue.  Additional information:  in addition to the previously reported investigation, a review of the device history record was completed for the incident lot and based on this review, all product specifications and requirements for lot release were met. There were no related quality non-conformance during manufacturing of the product.